Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of seven devices used during the same procedure. Manufacturer report#: 3005099803-2018-02271 pertains to the first resolution clip device, manufacturer report#: 3005099803-2018-02272 pertains to the second resolution clip device, manufacturer report#: 3005099803-2018-02273 pertains to the third resolution clip device, manufacturer report#: 3005099803-2018-02274 pertains to the fourth resolution clip device, manufacturer report#: 3005099803-2018-02275 pertains to the fifth resolution clip device, manufacturer report#: 3005099803-2018-02276 pertains to the sixth resolution clip device, and manufacturer report#: 3005099803-2018-02277 pertains to the seventh resolution clip device. It was reported to boston scientific corporation that seven resolution clip devices were used in the esophagus during a procedure performed on (B)(6) 2018. According to the complainant, the clip failed to deploy. The same issue occurred with the other six resolution clip devices. No patient complications have been reported due to this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.